Manufacturer narrative:
The reported events of backup operation was confirmed. As received, a device was returned for analysis. Final analysis found the device in backup vvi mode (bvvi) and the device image was corrupted. The cause of the reported event could not be determined. No other anomalies were identified.

Event description:
It was reported that the implantable cardioverter defibrillator(ICD) was interrogated prior to procedure, still in box. During interrogation, it was noted that the ICD was found in backup mode. There was no patient involvement.